Event description:
It was reported that the radiofrequency programmer head was unable to interrogate devices. The programmer head was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the head was unable to interrogate, it failed its uplink test however it passed when tested with a known good cable. The head was being sent on for repair and restock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).